Event description:
Complaint reported: the valve which is designed to close off the trocar and hold expansion gas, broke loose during a hysterectomy and lodged in the pelvic area of the patient. Valve was retrieved without issue. No patient injury reported.

Manufacturer narrative:
The device was received for investigation. The investigation is not complete at this time. A detailed review will be performed and will be forwarded to you when available.